Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information is available at this time due to the follow-up (f/u) process is ongoing. Should additional information become known from the f/u process, it will be added to the event. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression noted. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression noted.